Event description:
Customer allegedly received the following results, on the same meter with two different test strip lots, within 10 minutes: 120 mg/dl on aviva meter (system 1) and 243 mg/dl, and 293 mg/dl on aviva meter (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(4) - aviva plus test strips - system 1, lot number - 494098 (B)(4) - aviva plus test strips - system 2, lot number - unknown. Device was discarded.